Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal proximal end was on its side, consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the rotated seal is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes, along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the sheath. The sheath was replaced with the same model device to complete the procedure with no consequences to the patient.